Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 UDI. The device was returned to olympus for inspection. The connector end was found separated from the fiber body. The strain relief showed signs of charring and burning, and the proximal cap strap had melting present and was detached from the strain relied area. The break and burning started slightly beyond the strain relief. The length of fiber body that was separated from the connector had two broken ends. One broken end had burning and charring of the tefzel coating with a 1cm portion of the glass fiber protruding out of the coating the other end appeared to be a clean break straight across the blue tefzel coating without any other signs of damage or burning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ of the operator's manual: "confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿ distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Olympus sales representative reported during a therapeutic procedure (urology, kidney stone lithotripsy) , "the fiber was connected to the tfl soltive premium and at the first press of the pedal user heard 3 beeps and then the fiber started to catch fire at the connector, at the exit point of the fiber. According to the report, the nurse pressed the emergency button, the fiber that had melted fell to the ground and became disconnected from the connector." There was no patient harm or injury reported due to the event. No harm was reported, no user injury reported.

Manufacturer narrative:
Follow up communication with the customer, the following information was provided regarding the event reported: "at the time of the start of the use of the material, no energy delivered to the end of the fiber in the kidney. But fire started, at the junction between the fiber and the connection to the generator". Operating mode at the time of the event is (dusting, 30hz 0.2 j ). User replaced the subject device with a similar device . The intended procedure was completed using the similar device. No device fell into the patient body, per the report it was stated "separation of the device at the level of the generator, no part of the device in the patient." Duration of the procedure was noted normal , with additional time of 10 minutes due to exchange of fiber. According to the report, patient is fine. No patient consequences. The subject device was received at olympus service business center (sbc) and the device is being shipped to the original equipment manufacturer (OEM) for investigation. In addition, photo of the subject device (defective laser fiber) was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.